Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Customer additionally reported that the device was cleaned, disinfected, and sterilized before it was returned to olympus. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. Additional non-reportable malfunctions were found during evaluation are as follows: due to clogging of nozzle, the water supply volume did not meet the standard value, due to wear of the angle wire, the bending angle in up direction and the play of upward/downward (u/d) knob did not meet the standard value, adhesive on the bending section cover (a-rubber) had a crack and a scratch, due to clogging of the nozzle the water removal ability did not meet the standard value, scope connector (sc) cover unit had a scratch, the forceps elevator (fe) lever and knob had a scratch, u/d and right/left (r/l) knobs had a scratch, the scope cover (sc), switch box, suction connector (s-connector), grip and control unit all had a scratch. The investigation was ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information was provided by the user facility.

Event description:
The customer reported to olympus, the videoscope when pressing the air supply button, water was supplied instead. The issue was found during preparation for use. The device was returned for evaluation. During the device evaluation, there was a foreign object was found inside the nozzle. There were no reports of patient injury or harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.